Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services discussed safety mode risks, and recommended device change out. At this time, the device remains in service. No adverse patient effects were reported.